Event description:
Olympus was informed that prior to a high tibial osteotomy (hto) procedure, when the product was processed to the shape of graft site and grasped with dressing forceps, the corner of this product was said to have collapsed. The product was said to have been too fragile to use by the users and a different but similar product was used. There was no pt injury reported.

Manufacturer narrative:
Olympus was informed that the product had been cut in the shape of a wedge prior to placement in the pt. Olympus was also informed that there was no adverse impact to the pt's outcome as a result of this matter. The device history record was reviewed, and no irregularities were noted. The device referenced in this report was returned to olympus for eval. Olympus conducted the visual exam using the electron microscope. The exact cause of the collapse could not be determined. The osferion bone void filler package insert states in the warnings section: (9) cutting wedges or trapezoids may cause cracking or inappropriate breaking, etc. This report is being submitted as a medical device report in an abundance of caution.